Manufacturer narrative:
The returned device was evaluated. The customer reported issue was confirmed. Damage power switch with a crack was observed. The led was found nonfunctional, did not light up and torn plastic cap was observed. The ac (alternating current) inlet at rear was found damaged with crack and was pushed inward. The air pressure was found low due to faulty air pump unit. Air pressure was observed to be fluctuated due to worn out air joint unit and connector socket. Four suction feet with weak suction force was observed. Rust on the main chassis and top cover was noted. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device inlet is broken. The on and off switch is broken and the power inlet is damaged where the cord is being plugged in. The issue was found during reprocessing. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was the device has been degraded over the course of the decade since manufacturing. The actual product has been more than 15 years since manufacturing and has exceeded its useful life. Olympus will continue to monitor complaints for this device.